Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that devices were implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l4-l5 levels.

Manufacturer narrative:
Additional information:h6 medical interpretation: multiple CT films of posterior lumbar interbody fusion (plif) done at l4/5. Erosion and sclerosis is present in lower half of l4 and upper half of l5. Nothing associated the device with the erosions. Change is consistent with infection, but no abscess is noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.